Event description:
Reporter stated that his wife had a hip prosthesis inserted about 1 year ago. Reporter said that his wife returned to the dr's office several times for about 5 months due to discomfort. Reporter stated that nothing was being done, so they went to another dr who removed the device. It was discovered that the glue that secures the device had come out. It was also discovered that there was an infection present. Reporter's wife is currently undergoing treatment for the infection.